Event description:
Product analysis of the explanted vns lead was completed. A break was identified at the end of the positive and negative lead coil. Further inspection of the positive coil showed what appears to be wear (flat surfaces) on the coil strands resulting in reduction of the diameter of the quadfilar coil strands up to the point of break. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred on the coil. Further inspection of the coil could not be made due to surface contamination. Scanning electron microscopy images of the negative coil showed what appears to be wear (flat surfaces) on the coil strands resulting in reduction of the diameter of the quadfilar coil strands up to the point of break. Inner and outer tubing abraded openings are noted. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no additional anomalies were identified within the returned lead portions.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a patient had vns lead and generator replacement surgery due to a lead fracture and high lead impedance. The vns was not disabled prior to the surgery. The resident lead was inserted into a new 103 generator which did not resolve the high lead impedance. As a lead pin issue was ruled out, a lead fracture was more likely. A frank lead fracture was not observed during the surgery. Normal vns diagnostics were obtained with the new lead and new generator. The patient had no known trauma and did not manipulate the vns. No x-rays were done preoperatively. The explanted generator and lead were returned for analysis. Analysis of the generator did not reveal any anomalies and the generator performed per specifications. Analysis of the lead is still pending.